Manufacturer narrative:
(B)(4). Title prognostic impact of transcatheter arterial chemoembolization (tace) combined with radiofrequency ablation in patients with unresectable hepatocellular carcinoma: comparison with tace alone using decision-tree analysis after propensity score matching source hepatology research, volume 49, 2019 (919¿928) date of publication: 7 april 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, the attached literature article evaluated the impact of transcatheter arterial ch emoembolization (tace) combined with radiofrequency ablation (tace+rfa) on the prognosis of hepatocellular carcinoma (hcc) patients using decision-tree analysis after propensity score matching. Radiofrequency ablation was carried out 4 days after the tace procedure using a 17-gauge internally cooled electrode with a 2- or 3-cm exposed tip. Adverse events and serious aes (saes) were monitored and recorded. Adverse events were assessed during treatment and the follow-up period. Adverse events were assessed according to the national cancer institute¿s common terminology criteria for adverse events (ctcae) version 4.0. For the study, aes were defined as those classified as greater than grade 3 according to ctcae. Among all patients, six (2%) experienced sae that were assessed as greater than grade 3 aes according to ctcae. The complications that were noted included: hepatic hemorrhage in two (0.4%) and bile duct injury in two (0.4%) in the tace+rfa group. However, these patients recovered completely with no after effect.